Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
The patient suffered a myocardial infarction. Two resolute integrity drug eluting stents were implanted; one in the lcx and one in the om. Approximately 9 months later, the patient suffered a second mi, which was treated with poba of the om and the placement of one non-medtronic stent in the cx. The outcome was reported as resolved. Investigator has assessed that the event was not related to the study device.